Event description:
New information notes that the right ventricular lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-13256. It was reported that the asymptomatic patient presented remotely via merlin. Net. Review of the transmission revealed the right ventricular lead exhibited noise that was oversensed by the device and the right atrial lead exhibited loss of sensing, signal amplitude variation and high capture threshold. No intervention was performed. There were no patient consequences.